Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Part number: 03.130.010, synthes lot number: 9836610: release to warehouse date: dec 6, 2015. Mfg site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tip of two (2) stardrive screwdriver shafts sheared off on (B)(6) 2016 during an open reduction internal fixation procedure of a multiple metacarpal fracture. The surgeon was using a new variable angle locking hand system and during the procedure when the surgeon was inserting a 1.5 mm non-locking cortex screw into the young bi-cortical bone. The tips of the stardrive screwdriver shafts sheared off. Broken tips and all fragments were retrieved easily with no further complications. The surgeon used a t4 driver from a backup 1.5 locking compression plate set to complete the procedure. Surgery was successfully completed with no patient harm, additional medical intervention, or surgical delay. Concomitant devices reported: 1.5mm non-locking cortex screw (part # unknown, lot # unknown, quantity # 1). This is report number 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, part number 03.130.010, lot number 9836610). The subject device was received with the complaint reporting the tip of the screw driver broke intraoperatively. The fragment was retrieved. The procedure was able to be completed, without surgical delay or patient harm, with the use of an alternate instrument. The screwdriver shaft 1.3/1.5 t4 self-holding (03.130.010) is noted in the variable angle locking handle system technique guide where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 drive recesses. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument lot numbers and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The returned device was examined and the complaint condition was able to be confirmed as the distal tip was found to be broken; the fragment approximately 0.5mm in length and 1mm in diameter (calipers (B)(4)) was not returned but were retrieved per the complaint description. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive torque during screw insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.